Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify any battery alarms due to blank display. Also, received with corroded battery tube, and moisture damage on the motor and force sensor. (B)(4).

Event description:
The customer reported that they had to change the battery more often and had seen acid on side of the battery as well as inside the battery compartment. Customer's blood glucose value was 316 mg/dl. The customer also reported that the battery compartment was corroded. The device will be returned for analysis.